Event description:
The customer reported that the system intermittently would not display a fluoroscopy image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated the camera cables and connectors. The system operates as intended.